Event description:
At approx 7:30 pm pt was found in her room in her wheelchair slid forward to the floor, with her quick release belt around her neck, and across her chest. The charge nurse was immediately summoned, vital signs were taken with no viable signs.